Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed that the keypad was peeling up at the base and torn at the down arrow button and at the base. The contrast button was found to be intermittently responsive; the contrast button has no affect in insulin delivery function. The keypad cover was removed and contamination was found under all keypad contacts. The display was also found to be dim, faded and pink. The audio bolus button cover was also found to be torn; however, the bolus button was still responsive during this investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the keypad was peeling up at the base and torn at the down arrow button and at the base. The contrast button was found to be intermittently responsive. The keypad cover was removed and contamination was found under all keypad contacts. The display was found to be dim, faded and pink. The audio bolus button cover was also found to be torn; however, the bolus button was still responsive during this investigation. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.